Event description:
I recently had this procedure done, and been having a lot of side effects from it. Such as really bad head aches, sever abdominal pain, leg pain, all over body/ joint pain, memory lose as well as hair loss. I would not recommend any woman to have this procedure done. I will be seeing my doctor to have it removed as soon as possible before it causes any more pain and suffering.